Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade unknown. When applying the m-knob on the clip delivery system (cds) in the left atrium, the cds moved in the wrong direction. It was thought cds was be mis-keyed, although alignment markers and straddling was performed per IFU. A replacement cds was used to complete the procedure without issue. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
Manufacturers investigation is still pending. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue (when applying the m-knob, the cds moved in the wrong direction) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade unknown. When applying the m-knob on the clip delivery system (cds) in the left atrium, the cds moved in the wrong direction. It was thought cds was be mis-keyed, although alignment markers and straddling was performed per IFU. A replacement cds was used to complete the procedure without issue. There were no reported patient consequences or clinically significant delay.